Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient repeated the event that was previously reported. They were also feeling pain in their "testicular sac" with the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting they have not had therapeutic improvement in their night time symptoms since being implanted. Patient stated that they have increased the settings on some of the programs and had a reprogramming session. Patient wasn't sure if they have tried all the programs. They also noted they didn't have improvement in symptoms when on the trial, and at their last programming session about two weeks ago, patient stated they were just told to continue to adjust the settings. Patient stated that they were told they could meet with another manufacturer representative (rep) at n office closer to them. More information was received from rep stating that patient would have to be seen at their managing healthcare professional (hcp) office and for patient to call hcp to make an appointment. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the device was not controlling the patient¿s bladder since it was put in. Patient services walked through checking settings. Therapy was on at 6.0v and patient reported they didn¿t feel any stimulation and stated that they felt a very uncomfortable burning sensation in his testicles (duringcall). Patient decreased stimulation down and sensation resolved and patient felt stimulation comfortably in bike seat area at 7.6v. Patient stated if increase did not show symptom improvement they would call patient services for help changing program. Patient services reviewed that they could show how to change program, but that is medical direction and would not know which program was best. It was also noted the patient had switched to a new drug, dilaudid, for their pump therapy. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was calling into patient service (ps) to adjust their stimulation. The patient stated that he was trying to get stimulation to where he does not pee so often and so that he feels the urge to go pee. The patient reported that their implantable neurostimulator (ins) has not been providing symptom relief since implant. The patient attempted to connect the patient programmer (pp) with the ins and the pp screen was blank. The patient replaced the pp batteries, and this resolved the issue and the pp was able to sync with the ins. The patient saw the lightning bolt and was on program 2 at 7.0. Ps tried to continue troubleshooting, but the patient needed to call back. No further complications were anticipated/reported.